Event description:
It was reported that there was no resistance noted during advancement of the otw armada 14 3x200 to the severely calcified proximal superficial femoral artery. When the armada was inflated to nominal pressure, the physician was concerned that the proximal marker band seemed more distal than it should be. The armada was successfully used for predilatation and did not result in any adverse patient effect or clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported mislocated marker was not confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.